Manufacturer narrative:
The reported event for inability to charge ipg was confirmed. The ipg was able to communicate with a patient programmer. However, the ipg would not charge with the lab charging system. Troubleshooting revealed that the inability to charge was isolated to components q15 and q16. Q15 and q16 are fets in the primary regulator circuit that switch on and off to modulate the coil current. Since q15 and q16 were degraded, the absorption of rf energy from the charger was limited and vchg could not maintain sufficient voltage to enable charging. The degraded components q15 and q16 were isolated to charging only and had no effect on stimulation output or communication with a patient programmer.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the ipg failed to charge. In turn, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The complaint for inability to charge ipg was confirmed. The ipg was able to communicate with a patient programmer. However, the ipg would not charge with the lab charging system. Troubleshooting revealed that the inability to charge was isolated to component c53, a capacitor in the battery measure circuit. The capacitor c53 was leaking high current on vbattscaled and created an error condition that was detected by the microcontroller. When the microcontroller detects an error, charging is disabled.